Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s: "bard/bd sales rep has report from clinical specialist that an account was placing a PICC and the tip of the 3cg wire fell off the end of the guidewire and was initially missing. Sales rep unsure if item was retained and plans to obtain specific product information and account information for this case." Ms&s response: "explained to caller case will be sent to field assurance who will work directly with him related to this case. Sent case to field assurance." Additional info received via tm: was this prior to placement? "If not then what is the placement date: no" a more descriptive description of the event, was there a component missing? "Placing 4. Fr double lumen PICC to the left basilic vein. Accessed vein and guidewire in place, unable to advance PICC catheter past the 15cm mark. Multiple attempts to reposition patient and advance catheter, glidewire utilized not successful. Dressing applied to site. Upon removal of PICC line, internal guidewire in PICC noted to be damaged. Stat chest xray obtained and report states: no radiopaque foreign body." What they¿re being treated for:"needing tpn". Weight: (B)(6) kg.